Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this implantable pacemaker gas gauge had been fluctuating. Last few months, gas gauge indicated 3 years remaining with magnet rate 100. Recently, device gas gauge indicated 2 years with the magnet rate of 90. Boston scientific technical services (ts) suggested to rely on magnet rate than fluctuating gas gauge. Additional information indicates that there was no allegation against the device's longevity. This device was explanted. No additional adverse patient effects were reported.